Manufacturer narrative:
Retainer = clear, the insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08725 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was received with cracked select button keypad overlay, cracked retainer, end cap address label peeling, scratched case and pillowing keypad overlay. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.